Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leak at the probe and partial aspirations. The fse replaced the blood sampling valve (bsv) and the blood sampling valve (bsv) actuator which resolved the leak issue. The fse also replaced the blood detectors which resolved the partial aspiration errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported obtaining partial aspirations errors and a teaspoonful of isoton and clenz from the probe of the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection, and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.